Event description:
These monitors are sold with the storz gokart 9601f video carts that we use in surgery. The problem we are experiencing is frequent failures as a result of the monitor design. The bnc connectors used on this monitor have no support around the center conductor. As a direct result of this, the female connection points spread over time causing interference and malfunction. This connector type does not work well in mobile applications such as the storz gokart systems. We are experiencing frequent failures causing delays in surgical cases. We believe that the MFR should replace this connector with a bnc type connector whose center conductor is supported to prevent spreading and ultimately causing a loose connection. Storz radiance lcd monitor manufactured by national display systems model #sc-sx19-a1a11 part #90x0292-c.